Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the driver would not rewind. Customer's blood glucose was unknown. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump received with unresponsive buttons due to unlocked lcd connector. Unable to perform functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test due to unresponsive buttons. All operating currents are within specification. Currents were tested after locking lcd connector back in place. Unable to confirm rewind anomaly due to unresponsive buttons. However, motor was tested outside the device and passed. Device also received with minor scratched ldc window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and missing end cap sticker.